Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image distortion, and white pixcel" a definitive root cause could not be identified. Based on the results of the investigation, it is likely that the cause of the customer¿s allegation cannot be determined. For the additional investigation finding, the most probable cause appears to be related to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No information was provided by the customer:

Event description:
It was reported that the autoclavable camera head had an abnormal image during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.